Manufacturer narrative:
(B)(4). Device evaluated by MFR: a dispenser hoop was returned with a delivery wire and introducer sheath inside. A non-bsc catheter was returned with a coil protruding from the distal end. The delivery wire was kinked in the middle and distally. An attempt was made to retrieve the coil by inserting the delivery wire into the catheter zap tip first. A resistance was met approximately 70cm from the hub. The catheter had to be cut to retrieve the coil. The coil was inadvertently kinked in an attempt to retrieve it. When the coil was retrieved it was found to have traces of blood on the fiber bundles. One fiber bundle was not attached to the coil as a result of being advanced and retracted against a resistance created by an incompatible catheter and insufficient flush. The coil zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The interlocking arm of the delivery was inspected and no damage noted. The delivery wire dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "user related" as the dfu states: "the interlock .35 fibered occlusion system is recommended for use with a 5 fr or a .038 in. Imager ii diagnostic catheter" and "in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained." (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an embolization treatment procedure a coil unlocked within the catheter. The lesion being treated was located near the ovarian vein. The physician used a 5fr non bsc medical .035 sheath. During the delivery of the interlock the physician noted that the coil unlocked. He then retrieved it out of the system. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. However, analysis found one fiber bundle was not attached to the coil and the coil was returned protruding from the distal end of the catheter.